Manufacturer narrative:
Pump monitored for several days and no blank display/ display anomaly noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with broken battery cap, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and sometimes the display screen is blank. Customer also indicated that they have replaced the batteries but the problems persist. Customer's blood glucose was 500 mg/dl at the time of incident, then went to 400 mg/dl. Customer does not recall any significant events leading to the error. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided. The customer was advised to monitor pump and to call back if any further issues.